Event description:
A malfunction alarm was reported due to a software error detected in the pump, displaying malfunction code malf 0, which was not resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, and the customer opted for multiple daily injections (mdi) as a backup therapy. The customer was instructed on how to put the malfunctioning pump into storage mode before returning it for replacement, and cts confirmed the shipping address for the new pump.